Event description:
It was reported that post placement of a vena cava filter, a pulmonary embolism occurred. The greenfield vena cava filter was deployed successfully with no difficulty in advancement or deployment . No anticoagulants were given during the deployment procedure, and the procedure took "approximately 5 minutes" continuous flush was maintained, and the vessel diameter was approximately 18 mm. Six days post-procedure, the patient present with shortness of breath. Following a CT scan, the patient was diagnosed with a pulmonary embolism. It was noted that only three of the greenfield vena cava filter legs were engaged in the artery. The other three legs appeared to be "smashed together". The physician attributed the pulmonary embolism to inadequate protection provided by the greenfield vena cava filter. No intervention was done for the pulmonary embolism as the patient is going into hospice care.

Manufacturer narrative:
The complainant indicted that the delivery device will not be returned for evaluation and the filter remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.